Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter had a casing issue ¿ the case and display were cracked. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancet holder broke on (B)(6) 2014. The patient does not currently take any medication to regulate their diabetes and denied making any changes to their usual diabetes management regimen due to the meter issue. The patient reported that ¿70 hours¿ after the issue occurred they developed ¿dizziness¿ but the patient denied receiving medical treatment as a result of this. At the time of troubleshooting, the csr noted there was no misuse of the device. The patient¿s products were requested for evaluation. There is no indication that the alleged casing issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.